Manufacturer narrative:
Date of event reported only as 2018, exact date is not known. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Patient code (B)(4) -no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a removal of a broken right variable angle curved condylar (vaco) plate on (B)(6) 2018. Originally, the patient had a broken right distal femur which was treated with a competitor¿s plate. The competitor¿s plate broke, and the patient had a non-union. The original fracture date was unknown. The broken plate was replaced with a vaco plate to treat the non-union on (B)(6) 2018. The vaco plate broke as well and the patient continued to have a non-union. Another competitor¿s cables were also used in conjunction with the vaco plate. The procedure on (B)(6) 2018, was to remove the broken vaco plate and insert a competitor¿s retrograde nail. The surgeon said the vaco plate likely broke due to continued force from non-union. There was a surgical delay of forty-five minutes to remove the broken variable angle curved condylar (vaco) plate. There was an unknown reported patient outcome. Concomitant reported devices: unknown s&n cable (part: unknown, lot: unknown, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.270, lot: l489759, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.275, lot: l532103, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.265, lot: l280329, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.260, lot: l499003, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.250, lot: l499047, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.234, lot: l053253, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.236, lot: l562423, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.220, lot: 9893167, quantity: 1), 5.0 va locking screw self tapping (part: 2.231.224, lot: 9858040, quantity: 1), cancellous screw 6.5 full-thread l60 (part: 218.060s, lot: 2044902, quantity: 1), cortical screw 4.5 self-tap l32 (part: 214.832, lot: 9414175, quantity: 1), cortical screw 4.5 self-tap l32 (part: 214.830, lot: 2798193, quantity: 1), cortical screw 4.5 self-tap l32 (part: 214.830, lot: 8712123, quantity: 1), cortical screw 4.5 self-tap l32 (part: 214.832, lot: 9414175, quantity: 1), cerclagefix for lcp 4.5/5 (part: 281.002, lot: 8996741, quantity: 1), cerclagefix for lcp 4.5/5 (part: 281.002, lot: 9124532, quantity: 1), cerclagefix for lcp 4.5/5 (part: 281.002, lot: 9563684, quantity: 1), cerclagefix for lcp 4.5/5 (part: 281.002, lot: 9415844, quantity: 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 02.124.416; lot: l470752; manufacturing site: mezzovico; release to warehouse date: july 28, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to specification. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: mezzovico; selected flow(s): 5. Broken . Visual inspection: the item referred to in product investigation has been received not in the original packaging. The plate is visually broken post production at level of holes variable angle(va)_5 and va_6. Information etched match to complaint system and DHR. No visual defects manufacturing related have been identified on returned item. Document/specification review: the returned item was manufactured in june 2017 according to drawing. The material defined by drawing is stainless steel 316l/1.4441. No nonconformances or document change have been identified which may be related to the complaint condition. Dimensional inspection: the returned part was re-inspected for all the features relevant to the complaint condition. The measurable features (thickness, width and va holes features) have been found conforming to manufacturing specifications. Material or hardness review: the involved lot l470752 was manufactured starting from the forging art. 60061873/ lot 20056; processed with the raw material art. 60010028/ lot 19607. The certificate of raw material has been reviewed: in the certificate it is reported that the material is conforming to the specification. Summary: as per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition, but no visual defects manufacturing related have been identified on the returned item. The dimensional re-inspection, the raw material certificate review, and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All of the implanted devices with the vaco plate were successfully explanted. The procedure was completed successfully.